Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The reported issue could not be duplicated. System functionality was recovered with a system reboot. The system was tested and found to be working as intended and put back into service.